Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: j orthop. 2024 oct 10;62:17-21. Https://doi.org/10.1016/j.jor.2024.10.017 pmid: 39502671; pmcid: pmc11532095.

Event description:
Title: screw and absorbable suture tension band technique for geriatric weber type a lateral malleolus fractures. The aim of this study is to assess the efficacy of the screw and absorbable suture self-compression tension band technique in treating weber type a lateral malleolus fractures in 31 geriatric patients with weber type a lateral malleolus fractures treated between march 2018 and june 2022, including 18 males and 13 females, (65.6 ± 7.3) years of age, 14 cases on the left side and 17 cases on the right side. Vicryl was used to employed to create a figure-of-8 tension band around the ends of the nails. Reported complications: vicryl superficial infection (n=1) treatment: antibiotics and dressing change numbness (n=1) treatment: methylcobalamin foreign body sensation (n=1) treatment: subsequently removed prolonged pain (n=1) treatment: pain-relieving patches in conclusion, the use of screws combined with an absorbable suture self-compression tension band for treating weber type a lateral malleolus fractures in geriatric patients is straightforward, effective, and warrants broader adoption.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: b1, b2, h1 - additional information was received and it was reported that the event is not related to the device. Therefore, this medwatch report is being voided.